Event description:
Reporter alleged obtaining the results of 32 mmol/l and 6.8 mmol/l back to back within 10 minutes on the aviva expert system on (B)(6) 2012. Reporter also alleged obtaining the results of 27.9 mmol/l and 9.3 mmol/l back to back within 10 minutes on the aviva expert system on (B)(6) 2012. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she did not have any more strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.